Manufacturer narrative:
The pump was received with a cracked case behind the pump near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08725 inches. No unexpected pump error 15 alarm, pump error 4 alarm and unexpected battery power loss noted during the testing. Successfully downloaded history files and traces using thump. Pump error 4 alarm and pump error 15 alarm (file number: (B)(4), line number: (B)(4)) were recorded and found in the formatted history file on: (B)(6) 2023 09:12:08.000. Pump error 4 alarm and pump error 15 alarm (file number: (B)(4), line number: (B)(4)) were confirmed due to software error. Please see below for pump errors/alarms noted 1 week prior to the event date 04-oct-2023 in the formatted history file. Lostsensor1alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 03:21:00.000, (B)(6) 2023 16:42:00.000, (B)(6) 2023 16:42:00.000, (B)(6) 2023 21:52:00.000, (B)(6) 2023 08:40:00.000. Lostsensor2alert (781) was recorded and found in the formatted history file on: (B)(6) 2023 08:56:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25 alarm, low battery alert, unexpected battery power loss, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 09:13:09.000, 10/04/2023 09:13:50.000, 10/04/2023 09:14:21.000, (B)(6) 2023 09:15:31.000, 10/04/2023 09:18:06.000, 10/04/2023 09:18:45.000, (B)(6) 2023 09:36:31.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2023 09:12:11.000, (B)(6) 2023 09:13:26.000, (B)(6) 2023 09:13:35.000, (B)(6) 2023 09:13:48.000, (B)(6) 2023 09:14:07.000, (B)(6) 2023 09:14:16.000, (B)(6) 2023 09:15:17.000, (B)(6) 2023 09:15:25.000, (B)(6) 2023 09:16:58.000, (B)(6) 2023 09:17:08.000, (B)(6) 2023 09:17:21.000, (B)(6) 2023 09:18:21.000, (B)(6) 2023 09:18:30.000, (B)(6) 2023 09:19:18.000, (B)(6) 2023 09:19:28.000, (B)(6) 2023 09:19:43.000, (B)(6) 2023 09:19:58.000, (B)(6) 2023 09:21:22.000, (B)(6) 2023 09:21:39.000, (B)(6) 2023 09:21:58.000, (B)(6) 2023 09:22:31.000, (B)(6) 2023 09:32:00.000. Pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 09:37:01.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 4:42:56 pm. There was no power data available for the event date of (B)(6) 2023. Unable to check power data for failed battery alert/battery failed alarm and pump error 23 alarm. No unexpected failed battery alert/battery failed alarm and pump error 23 alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the back - battery side of the pump. Unexpected battery power loss was not confirmed. However, pump error 4 alarm and pump error 15 alarm (file number: 709 line number: 1216) were confirmed due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer reported crack on the battery side of the insulin pump, received pump errors 4 and 15 and reported that pump got turned off. Troubleshooting was performed. No harm requiring medical intervention was reported. The device will be returned for analysis.